Event description:
I received my replacement shipment of quick-set infusion sets by company with the "urgent medical device recall" notice enclosed. I fell this method of notification is inappropriate due to the urgency of the problem. Medtronic representatives should have been notifying all users of the minimed paradigm insulin pump by phone to alert them to a product liability issue as well as medical issue. My entire last shipment of infusion sets consisted of "lot 8". I don't know at what point medtronic discovered the bad lot, but I have been using one every 3 days for almost the past month unaware there was a problem. The shipment to me was the first indication I had faulty infusion sets. My blood sugar was bouncing from below 100 into the high 200's and a couple of times high 300's and I didn't know why. I endured pounding headaches with those high numbers. A month ago I started using the minilink real-time transmitter to the pump and its alarm would alert me the minute my numbers were high. The numbers were so erratic that the "sensor" was indicating at times 40+ points above what my "finger sticks" were. The alarm is set to go off when the numbers exceed 200, so I was up several times a night to remedy it, sometimes changing the infusion set (thinking the "straw" was damaged or the tubing had twisted somehow), or supplementing the pump with a manual injection. I am not retired - I work every day and the continuing lack of sleep and unknown reason for the high numbers was draining on me and my wife (who also works). Several times I entertained the idea of abandoning the pump and sensor, thinking it could be faulty equipment - then your recall notice arrived. The fact that medtronic customers were not immediately notified of this is inexcusable. I had a programming problem and called medtronics. There was a recording that said something about if you were calling about lot 8 infusion sets, "press this button". Nothing on the recording indicated a problem, nor did the medtronics representative mention it when I talked with her at length. In my case, where my blood sugar has been around the 100's with the pump usage, these recent and sometimes instant extremely high numbers could have been life threatening. I think medtronic needs to rethink their notification method when a problem is considered "urgent" and not rely on their suppliers to do so. I recently wrote you regarding the problem I incurred with lot 8 of the quick-set infusion sets as you indicated you were interested in any problems with the sets. I am enclosing one of these sets (new lot) to tell you of a further problem. Once you put the infusion set into the blue cylinder the pull off the top tape, the underneath sticky tape curls up inside the cylinder. You cannot straighten it out and I am continuously having to discard the entire infusion set. These are quite expensive to waste and very frustrating. Perhaps a better tape mechanism could be designed?